Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated one of the leads had high impedance on 3 contacts. X-rays discovered the lead fractured. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated reporter phone number: (B)(6). Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000076523.